Event description:
The pt was reportedly experiencing facial nerve stimulation and sound quality issues. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Testing revealed the device is not functioning within normal limits. Revision surgery has been scheduled.